Event description:
A nurse called to report that a customer was admitted to the hospital for high bgs. It was stated that the customer was in and out of consciousness. The nurse did not have the pump in hand to do the testing. However, the nurse called back to troubleshoot the pump. Pump passed all the tests. The nurse was instructed to change the set, but the call was disconnected before the fixed prime could be changed. Later the nurse called back again and assistance was given to change the set. Additionally, it was started that the customer was to remain hospitalized due to other complications. The customer was in stable condition.